Event description:
Per the clinic, the patient experienced loss of osseointegration and an infection at the incision site, which was treated with oral antibiotics (specific dates and duration not reported).

Manufacturer narrative:
Correction: the initial MDR [6000034-2026-00223] submitted on january 27,2026 was filed inadvertently. There was infection at abutment site but no loss of osseointegration.